Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the tip of the firing rod was noted to have damage indicative of a disconnection from reload laminates. It was reported that the powered stapler became locked on tissue. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of articulation mechanism out of home position. Functional testing found the analysis of the testing handle data indicated that the articulation mechanism had been out of home position upon device return. The product analysis noted evidence that the device was not used as intended. Another unreported condition was identified as universal asynchronous receiver-transmitter error. Functional testing found that the adapter was connected and there was a universal asynchronous receiver-transmitter (uart) communications error in the data saved to the system. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: if a stapling reload is difficult to unload: 1. Center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open 2. Reattempt to unload the stapling reload by pressing the blue unload switch back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. A review of the device history record indicates no potential manufacturing issues that may be related to this event were identified at time of release. Further action was not required because the event had foreseen risk and is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel, (lot # n5a1798y) sigphandle, sig power sigphandle handle, (serial # (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the powered stapler became locked on tissue while the surgeon was creating the sleeve. When attempting to open the jaws to readjust, the jaws could not be opened. The power handle was removed, but this did not resolve the issue. A hard reset was attempted and was also unsuccessful. There was no manual retraction tool available at the account. As a result, an alternative manual stapler was used to staple next to the reload that was stuck on tissue, allowing the procedure to be completed and the sleeve to be created. The reload was removed and all components were sent back. The procedure time was extended due to these issues. Troubleshooting steps for the powered stapler were followed but were unsuccessful. No patient complications have been reported as a result of this event.